Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing several issues with insulin pump. Customer's blood glucose was 160 mg/dl. It was reported that customer fell on insulin pump and it broke and had to be replaced. Customer reported that display screen went blank during a bolus delivery and when reservoir was changed. Customer reported that there were air bubbles in reservoir and infusion tube and insulin amount on status screen was not the same amount in reservoir. Finally, customer reported that buttons were stiffer and difficult to press. Customer received assistance in clearing air bubbles. After troubleshooting, customer stated that insulin pump was working fine. Customer was advised to monitor insulin pump.

Manufacturer narrative:
The insulin pump was received with blank display when pressing act button due to lcd cold solder joint. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify partial display anomaly, button keypad anomaly, dark screen anomaly due to blank display. The insulin pump had minor scratched display window and scratched case.